Event description:
The customer received a blood glucose reading of 138 mg/dl from his contour and a reading of 79 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed a control test during the call and the result fell within the normal control range. No product will be returned.